Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-21. The patient weight at the time of the event was (B)(6). It was stated that at every refill in the last 8 months there had been a consistent 4-5 ml volume discrepancy. The hcp had called about this before and was told that it was still within normal limits and as long as the pump is acting okay, there were no concerns.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient was having problems with his pump that started in (B)(6) 2016. It was stated that the patient typically felt the sensation following a bolus, but currently he did not feel anything. The patient stated it intermittently ¿lets loose¿ and the patient felt like he was getting a lot of medicine causing dizziness. It was stated that it seemed to be working intermittently. At the refill last week (approximately (B)(6) 2017), there were no changes to the drugs or concentration/dosing. The patient reported that the healthcare provider (hcp) typically aspirated 7-11 ml. The patient had the reported symptoms of sweats, withdrawal, and intermittent dizziness. The patient¿s right leg felt like a toothache and when he requested a bolus he used to feel the coolness sensation around his liver and down into his right leg, so he knew it was working. The patient continued to see successful bolus activations, but no longer felt the sensation. Additional information was received on (B)(6) 2017. There had been a 4-5 ml volume discrepancy that had been consistent for several refills. The hcp spoke with the patient and informed him his bolus dose was decreased and that was why it felt different. The hcp explained that the symptoms may be anxiety related to his concern his pump was not working, which it was. The cause of the patient symptoms was stated as a decrease in the bolus dose for his personal therapy manager (ptm). The patient was stable and okay. There were no further complications reported or anticipated.